Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive for the reported catheter migration, as the device and/or photos were not returned for evaluation. The definitive root cause for the reported migration could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
The physician reported that he attempted an over-the-wire replacement of a 7fr groshong catheter with an 8 fr groshong catheter. He inserted the guidewire through the 7fr catheter, and then he cut the tapered tip of the introducer and slipped it over the guidewire. As he advanced the introducer, it pushed the 7fr groshong catheter into the vessel and was not able to retrieve it. He aborted the procedure and placed another 8fr groshong port on the left side of the chest successfully. A post procedure x-ray did not locate the retained guidewire. The patient is asymptomatic.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The physician reported that he attempted an over-the-wire replacement of a 7fr groshong catheter with an 8 fr groshong catheter. He inserted the guidewire through the 7fr catheter, and then he cut the tapered tip of the introducer and slipped it over the guidewire. As he advanced the introducer, it pushed the 7fr groshong catheter into the vessel and was not able to retrieve it. He aborted the procedure and placed another 8fr groshong port on the left side of the chest successfully. A post procedure x-ray did not locate the retained guidewire. The patient is asymptomatic.